Event description:
It was reported that no audio output occurred. Data was evaluated and confirmation of the allegation could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. No data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was recorded.